Event description:
Spontaneous. Patient stated freedom pump is not working, hizentra already pooled into larger syringe. Patient and husband reports the black tab on the pump does not move back when winding the blue wheel like it normally would, unable to place the syringe inside the pump or use pump. They can hear a rattling sound when shaking the pump. No further information provided. Per rph intervention note on (B)(6) 2024, we can ship out a new pump with replacement medication for them to infuse on tuesday, and notify the provider of a delayed infusion. Pt concerned about increased side effects and requested option #2, send new pump with replacement medication. Unknown if pump is available for return. Reported to (B)(6) by pt/caregiver.